Manufacturer narrative:
Medical device expiration date : unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd autoshield¿ duo pen needle cannula pulled out. The following information was provided by the initial reporter : the user notified that the damaged npe was trapped into the rubber part of the pen.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evalution?:yes d.9. Returned to manufacturer on: 29-mar-2022 h.6. Investigation: one insulin pen along with a broken piece of cannula attached to the septum of the pen was returned along with three photos from an unknown lot. No., cat. No. 329705. No DHR review can be carried out as lot number is unknown. Due to the condition the sample was returned this cannot be confirmed to be manufacturing related.

Event description:
It was reported that 1 bd autoshield¿ duo pen needle cannula pulled out. The following information was provided by the initial reporter : the user notified that the damaged npe was trapped into the rubber part of the pen.